Event description:
It was reported that during a lavage biopsy procedure, a partial deployment occurred. The location of the lesion is unknown. The 10mm x 4mm ultraflex tracheobronchial stent delivery system was advanced, however, at an unspecified time the stent partially deployed. The device was removed and the procedure was completed with another of the same device. No patient injuries or complications were reported.